Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk / unknown head/ lot # unk, part #unk / unknown cup / lot # unk, part #unk / unknown liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00504.

Event description:
It was reported the patient underwent hip revision surgery due to periprosthetic fracture. The femoral stem and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. Radiographs confirmed periprosthetic fracture along the medial cortex of the proximal femoral diaphysis. The overall fit and alignment of the implants are appropriate and there were no signs of loosening, wear or radiolucency. Visually, the acetabular cup appears to be in the appropriate position. The acetabular screw used to fixate the acetabular cup is protruding into the pelvis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.